Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was not reading ECG waveforms correctly. They were receiving alarms on patients that did not make sense. When testing it on a simulator, some values showed slight discrepancies, and some were completely incorrect. They tried swapping to known-good cables and leads, but this yielded no change in behavior. No patient harm was reported. Investigation summary: the evaluation and testing of the returned device showed that the reported issue of incorrect ECG readings, could not be duplicated. Therefore, the root cause of the reported issue could not be determined. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was not reading ECG waveforms correctly. They were receiving alarms on patients that did not make sense. When testing it on a simulator, some values showed slight discrepancies, and some were completely incorrect. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was not reading ECG waveforms correctly. They were receiving alarms on patients that did not make sense. When testing it on a simulator, some values showed slight discrepancies, and some were completely incorrect. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was not reading ECG waveforms correctly. They were receiving alarms on patients that did not make sense. When testing it on a simulator, some values showed slight discrepancies, and some were completely incorrect. They tried swapping to known-good cables and leads, but this yielded no change in behavior. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.